Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the patient experienced additional symptoms including chronic inflammation, neck pain, bleeding gums, smell/chemical sensitivities, skin rashes, hair loss, ringing in ears, oral thrush, swollen/tender lymph nodes, and difficulties breathing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile breast implants, 325cc (l) and 250cc (r), and suffered several unexplained systemic symptoms, including food sensitivity, ibs (constipation and diarrhea), low energy, memory loss, brain fog, chest and lung pain, low immune system, shingles, and tingling. The patient was also diagnosed with breast cancer on the left side in 2007. The root cause of the patient¿s symptoms is unclear. During explantation on (B)(6) 2019, the valve of the left breast implant was found to be leaking. The patient also reported that there was black matter in both implants post-removal, and stated that it was mold. Per the patient, the physician remarked that the foreign matter appeared to be biological in nature. However, the devices have not been returned to mentor for analysis, and the etiology of the foreign matter in the devices cannot be conclusively determined. This report is for the right breast implant.